Manufacturer narrative:
Concomitant medical products: 4968-35 x2 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity warning triggered due elevated sensing integrity counter (sic) and lead impedance variation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.